Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was scheduled for a knee revision on (B)(6) 2017 for a suspected loose triathlon tritanium tibial component. Patient had components removed. Patient had discoloration to the surrounding tissue. The triathlon x3 insert was removed by curved osteotome and mallet. The tibial component was removed and the tip of one of cruciform pegs had broken away and was retrieved. The physician debrided the surrounding tissue. The physician then completed a proximal tibial clean up cut with an intramedullary cutting guide after intra medullary tibial reaming to 14mm. The tibia was sized/pinned/punched/boss and stem reamed for a replacement universal baseplate size 3 and a 12 x 50 stem. A trial was created by the cst and the patient was trailed with 13mm,16mm,19mm size 3 ps inserts. The actual components were assembled and cemented into place. The physician re-trialed and chose a size 2-19mm insert. The explant is currently with central medical center materials and should be released at some point back to stryker for per purposes.

Manufacturer narrative:
An event regarding loosening involving a tritanium baseplate was reported. The event was confirmed through medical review. Device evaluation and results: one of the pegs on the baseplate fractured. Debris was also observed on the insert. One of the pegs fractured off the baseplate. No biological fixation was observed on the baseplate. Eds showed the baseplate ingrowth surface and debris were consistent with astm f67 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: the medical review concluded: some post implantation x-rays are available but they show already some loss of bone mineral density below the baseplate and as such document loosening in progress and thus quite likely are x-rays taken at later follow-up. In clinical practice, there are just too many potential patient-related or procedure-related factors around to play against optimal bone ingrowth fixation and the higher the rate of biocompatibility of a device, the better it¿s defence and performance against all those adverse factors. There clearly is one such a factor present in this case which relates to the manipulation of the knee under anaesthesia (mua), performed at 3-months post implantation for stiffness of the knee. This was performed with success in this patient with ¿audible¿ release of scar tissue and adhesions during mua. This still proves significant force was applied and with an implant-bone interface not yet fully mature in bone ingrowth fixation this may cause disruption of the implant-bone interface. One of the pegs fractured off the baseplate. No biological fixation was observed on the baseplate. This peg fracture should be considered secondary to the loosening process. Lack of bone ingrowth fixation on the baseplate causes all of the fixation requirements to become concentrated on the relatively small pegs that consequently fail due to overload. No evidence for device-related or manufacturing related problems was observed on any of the surfaces examined. From the patient-related perspective, there is the patient overweight condition with a bmi of 32, later reducing to 30, where 25 represents the upper limit of normal. Excessive weight is not normally a root cause for device failure although it may increase the effects of overload conditions from other causes such as discussed. Given the moderate degree of overweight this is not a very relevant factor in this patient. This pi case is not device- related. Device history review: indicated the device was manufactured and accepted into final stock with no relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: based on the medical review provided the exact cause as to why the tritanium baseplate became loose is not evident from the available material. The baseplate became tilted backwards after loosening but the radiological pattern of radiolucent lines would suggest that this was a secondary reaction of a baseplate in adequate initial posterior slope. So, no clear component malposition can be established, a frequent contributor to overload and device loosening. Manipulation of the knee under anaesthesia may have contributed to an acute overload condition causing disruption of the implant-bone interface. Further information such as lateral x-rays are required to complete the investigation for determining root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was scheduled for a knee revision on (B)(6) 2017 for a suspected loose triathlon tritanium tibial component. Patient had components removed. Patient had discoloration to the surrounding tissue. The triathlon x3 insert was removed by curved osteotome and mallet. The tibial component was removed and the tip of one of cruciform pegs had broken away and was retrieved. The physician debrided the surrounding tissue. The physician then completed a proximal tibial clean up cut with an intramedullary cutting guide after intra medullary tibial reaming to 14mm. The tibia was sized/pinned/punched/boss and stem reamed for a replacement universal baseplate size 3 and a 12 x 50 stem. A trial was created by the cst and the patient was trailed with 13mm,16mm,19mm size 3 ps inserts. The actual components were assembled and cemented into place. The physician re-trialed and chose a size 2-19mm insert. The explant is currently with central medical center materials and should be released at some point back to stryker for per purposes.